Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported respiratory failure could not be conclusively determined through this evaluation. A specific cause for the reported infection could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. Review of the available device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2019. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists respiratory failure and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a complicated post op worsened by respiratory failure requiring a tracheostomy. There was no lower extremity movement secondary to ECMO cannulation prior to implant. The patient has history of chronic infections, most recent psuedomonas e.coli. The patient is in the intensive care unit in critical condition being treated with intravenous (IV) antibiotics.